Event description:
The physician attempted to place a biodivysio oc 3.0 x 28mm stent in the distal left cirucmflex artery. It was reported that the lesion was predilated. Prior to the insertion of the stent delivery system, negative pressure was not applied to the inflation port as recommended in the instructions for use. The stent delivery system was tracked over the wire without difficulty. During the attempt to inflate the balloon, the balloon did not expand and the inflation device did not hold pressure. It was then noted that the shaft, just distal to the y-connector was split. The stent delviery system was removed by pulling it back through the guide catheter. Another biodivysio oc 3.0 x 28mm stent was then inserted and deployed succesfully. There was no report of an adverse event.